Event description:
A malfunction was reported when the pump declared an altitude alarm. The customer's blood glucose level was 140.4 mg/dl. Technical support arranged for the pump to be replaced. The customer was informed on how to put the pump into storage mode and instructed to return the faulty pump with a prepaid label. Meanwhile, the customer planned to use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery was not interrupted.